Event description:
A customer reported a cgm error 42 during a recent call. There was no adverse impact to the customer¿s blood glucose level reported. A complete pump reset was conducted with assistance, and the customer successfully started their sensor session without encountering the error code again.